Event description:
An ophthalmologist reported that although the system reported stable suction at each attempt, adequate applanation was not achievable, and suction was lost. No patient harm was reported. This report concerns the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).